Event description:
It was reported that the patient underwent implantation of two pillar polyehtylene terephthalate implants (braided polyester filaments) into the soft palate. Both of the implants extruded through the mucosa. One implant extruded sometime post-op (timeframe was not provided). The implant was replaced. Several weeks later, the second implant extruded. Reportedly, the patient is doing fine currently.

Event description:
It was reported that the patient underwent implantation of two devices into the soft palate. Two months post-op, an implant partially extruded through the mucosa. The implant was replaced. Reportedly, the patient is doing fine post-operatively. The physician stated that "two or three implants on this patient have now extruded".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. (B)(4). The pillar system is intended for use in stiffening the soft palate tissue, which may reduce the severity of snoring in some individuals, and for the reduction of the incidence of airway obstructions in patients suffering from mild to moderate obstructive sleep apnea (osa). Use of the system involves potential risks normally associated with the use of any implanted device, including, but not limited to, implant migration and partial / full extrusion of the implant. The device was discarded and neither applicable imaging films nor medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent implantation of two polyethylene terephthalate implants into the soft palate. Two months post-op, an implant partially extruded through the mucosa. The implant was replaced. Reportedly, the patient is doing fine post-operatively. The physician stated that "two or three implants on this patient have now extruded".